Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient had an appointment on (B)(6) 2015. The patient had their implantable neurostimulator (ins) replaced four times in nine years.

Event description:
It was reported the patient had previous implantable neurostimulator (ins) and lead issues and something was wrong. The patient had pain and issues with their implant due to the abdominal location. The ins had gone dead too quickly and it prematurely depleted. The patient was told they had high settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0555533v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID 748266, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0555533v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. (B)(4).